Event description:
I developed an allergy to the nickel in the device and had to have a hysterectomy to get it removed. I felt as though I was slowly being poisoned. I saw several specialists and ended up in emergency room (ER) with stroke like symptoms (numbness in arms and hands, dizziness and heart palpitations). All bloodwork, hormone tests, EKG¿s CT scan, and ultrasounds showed that I was healthy and ¿nothing was wrong¿. I had frequent migraines, chest tightness, tingling/numbness in legs and arms, leg swelling, pelvic and back pain, heavy menstrual bleeding, irregular cycles (as close as 15 to 25 days apart), blood clots, brain fog, anxiety and feelings of hopelessness, extreme exhaustion, and delayed physical reactions. Since my hysterectomy, I have had none of these complications. I feel like me again.